Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine concentration not reported at 3.5-3.85 mg/day via an implantable pump. The indication for use was non-malignant pain. The patient was in the ER (emergency room). The patient feels the pump was malfunctioning. The patient had all the symptoms he had before, burning (side where the pump was located) and upset to their stomach that started sometime last night, 9:00pm. The patients symptoms came on gradually and was getting worse. When the reporter was asked if the patient had any falls or trauma, the reporter stated that the patient bumped in the porch railing yesterday afternoon or evening. The patient had not yet gotten checked in yet with the ER (emergency room) and was in the waiting room. The patient had notified their pump managing healthcare provider who told the patient to go to the emergency room. Diagnostics, troubleshooting, actions/interventions related to the symptoms of burning on the side and upset stomach, and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.